Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and advancer. The introducer needle was not returned. Visual examination revealed the guide wire exhibited multiple kinks near the distal end. Microscopic examination confirmed six offset coils within the j- bend and three additional kinks beyond the j- bend. Microscopic examination also confirmed that both welds were full and spherical. The offset coils were observed between the distal weld and 2cm from the weld. The kinks were measured at 3.5, 11.5 and 16.5cm from the distal weld. The guide wire length and outside diameter (od) measured were measured and both were within specification. A manual tug test confirmed that both welds were intact. A device history record (DHR) review was performed on the guide wire and the introducer needle with no relevant findings. Complaint verification testing could not be performed because the introducer needle was not returned for analysis. The customer did return the guide wire, and multiple kinks and offset coils were confirmed in the returned wire indicating some difficulty was encountered. Other remarks: a DHR review found no evidence to indicate a manufacturing related cause. The probable cause of the guide wire kinking and meeting resistance with the needle during insertion could not be determined based upon the information provided and without a complete sample.

Event description:
The customer alleges that the guidewire became stuck (kinked) in the 18 gauge finder needle. Needle and guidewire were both removed. No patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guidewire became stuck (kinked) in the 18 gauge finder needle. Needle and guidewire were both removed. No patient injury or consequence.